Manufacturer narrative:
(B)(4). Date sent: 07/28/2025. D4: batch # unk. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned sealed inside its original packaging. Upon visual inspection, it was observed that the lid stock and outer box from the packaging was damaged. Additionally, photos were provided and it showed the condition of the reported event. Due to the damages found on the lid stock, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard object and this caused the reported event. The reported complaint was confirmed. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished #psee60a, with lot #m9a598, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that preoperatively to an unknown procedure, it was observed that the packaging of the device was damaged. Changed to a new one to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.